Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation was unable to reproduce the reported symptom "failed pm test." During evaluation, no discrepancies were identified associated to the reported problem. The device was found to flow within specification and properly detect air and occlusions. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-01611 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump failed the preventative maintenance test during testing at baxter (B)(4). It was also reported there was no patient involvement.